Event description:
It was reported that during a gastrectomy procedure, the hand switch was non-functional from the beginning. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.